Manufacturer narrative:
(B)(4). Date sent: 06/28/2016.

Event description:
It was reported that during a laparoscopic cholecystectomy that the physician noted the staples were loose on the tissue. They did not form properly. No other information was available. It is unknown how the procedure was completed. No device will be returned.